Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 286 mg/dl after a temporary cgm disconnection during dialysis. The user manually administered insulin and later reconnected to the ilet, allowing glucose to return to range. No outside medical intervention was required.